Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as red and itchy skin irritation at the end of the vest from rubbing against the skin. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed aquaphor for the skin irritation. The outcome of the irritation is unknown as follow up attempts were unsuccessful.